Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that the patient had an initial left hip arthroplasty on unknown date. Subsequently, the doctor is requesting a left hip tri flange cage for a revision on an unknown date due to unknown reasons.

Manufacturer narrative:
It was reported that the patient had an initial left hip arthroplasty on unknown date. Subsequently, the pmi group is requesting a left hip tri-flange cup for a revision on an unknown date due to unknown reasons. It should be noted the tm revision shell was implanted on (B)(6) 2016 during revision surgery. Invoices indicate that there were likely three previous revisions. No further information regarding previous revisions or initial procedure has been provided. A revision has not yet occurred. The patient requires a pmi custom tri- flange cup for a future revision. Sales representative indicated that the patient has poor bone quality. Based on the investigation results, it is not suspected that the tm revision shell failed to meet specifications. The investigation could not verify or identify any evidence of tm revision shell contribution to the reported problem. Based on the available information, it can be concluded that the custom tri-flange cup request was not related to the tm revision shell.